Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead was unable to capture at max outputs after atrioventricular node ablation. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.